Manufacturer narrative:
(B)(4). The run data file was analyzed. Signals indicate that the plasma line may have been partially occluded toward the end of plasma collection and during the platelet concentration adjustment (pca) substate. During pca the trima sends plasma to the platelet bag in order to reduce the high concentration that is collected into the platelet bag during concurrent platelet and plasma collection. If the plasma line is partially occluded and the plasma pump does not contribute properly to the platelet pump, it can cause the flow through the lrs chamber to be higher than the system expects, allowing white blood cells to escape from the chamber. The signals from the rbc detector and reservoir sensors are indicative of a partially occluded plasma line. Orientation of the centrifuge collar in the hex holder may contribute to a plasma line occlusion. Investigation eval and corrective actions are in progress. A f/u report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible root causes were provided in the initial report for this event. Internal capas have been initiated to evaluate reports of elevated wbc counts.

Event description:
The customer requested that the run data file be analyzed due to an elevated white blood cell count (wbc) in the platelet product which was submitted for a routine qc inspection. No medical intervention was necessary. There was not a transfusion recipient or pt involved at the time of the residual white blood cell testing, therefore no pt info is reasonably known at the time of the event. The disposable set is unavailable for eval. This report is being filed due to a device malfunction that has the potential for injury.